Event description:
It was reported that a tooth of our 4.0 mm aggressive plus shaver broke off into hundreds of tiny metal fragments during soft tissue resection during a basic knee scope.

Manufacturer narrative:
The cutter was visually inspected for damages, and two teeth from the cutter has broken off. Also, there is heavy interference on the cutting window. Unable to perform a functional inspection due to the condition of the product. The probable root causes could: be excessive force applied by the user, shaver blade comes in contact with a metal object (i.e. Scope), friction due to cutter assembly and housing assembly interaction, poor or no suction, or debris got caught in the cutting window. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a tooth of our 4.0 mm aggressive plus shaver broke off into hundreds of tiny metal fragments during soft tissue resection during a basic knee scope.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.